Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of cefepime. Cefepime 2000mg/100ml was programmed to infuse at a rate of 25ml/hr. The infusion was to run for four (4) hours (from 0341 to 0741); however, it ended at 0637. There was patient involvement, but the outcome is unknown.

Event description:
It was reported an over infusion of cefepime. Cefepime 2000mg/100ml was programmed to infuse at a rate of 25ml/hr. The infusion was to run for four (4) hours (from 0341 to 0741); however, it ended at 0637. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported over infusion could not be confirmed through log analysis or replicated during laboratory testing. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. On 25 february 2026 at 3:40 am the unit was selected, a remote IV was received, with a drug amount = 2000 mg , a diluent volume of 100 ml, a rate = 25 ml/h and a vtbi = 100 ml, and the infusion started. Between 5:29 am and 5:32 am the infusion was paused and then restarted. At 6:34 am an air in line alarm occurred, the infusion was restarted, and the pump module was channeled off. The inspection and testing process did not find any existing malfunctions. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Per product labeling, alaris system user manual (v12.3.2), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion could not be confirmed through log analysis or laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.